Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath chest pain, back pain, abdominal pain, internal discomfort and the patient has learned that all six (6) primary filter struts tent the inferior vena cava (ivc) wall, with early perforation suspected medially and anteriorly. The anterior struts were noted to impinge on overlying small bowel at the time. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported event could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint these events could not be further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to shortness of breath chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that all six (6) primary filter struts tent the inferior vena cava (ivc) wall, with early perforation suspected medially and anteriorly. The anterior struts were noted to impinge on overlying small bowel at the time.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath chest pain, back pain, abdominal pain, internal discomfort and the patient has learned that all six (6) primary filter struts tent the inferior vena cava (ivc) wall, with early perforation suspected medially and anteriorly. The anterior struts were noted to impinge on overlying small bowel at the time. The patient reported becoming aware of perforation of filter strut(s) outside the ivc, filter tilt and filter embedded in wall of the ivc, approximately fourteen years and seven months post implant. The patient also reported fear and mental anguish, left leg swelling and difficulty breathing related to the filter. According to the medical records the indication for the filter implant was high risk for pulmonary embolism due to a multiple trauma with large pelvic fracture from a motor vehicle accident. The filter was placed via the left common femoral vein and deployed near the level of l2-l3 under fluoroscopic guidance. The filter was in a good position. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported event could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Leg swelling, pain and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint these events could not be further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient suffered multiple trauma related to a motor vehicle accident. He had a large pelvic fracture and was at a high risk for pulmonary emboli. The filter was deployed via the patient's left common femoral vein. Under fluoroscopic guidance the filter was placed near the l2-l3 level. The filter was in a good position. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc , filter tilt and filter embedded in wall of the ivc. The patient became aware of the reported events approximately fourteen years and seven months after the index procedure. The patient has also experienced fear, mental anguish, psychological damage and left leg swelling. It was noted that the patient is awakened from sleep due to difficulty breathing.